Manufacturer narrative:
H11 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -12.0/2.5/089 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to refractive surprise. The problem was resolved.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).